Manufacturer narrative:
A ge service representative performed an on site investigation. The handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the workstation handle broke. There is no report of death or serious injury associated with the complaint.